Event description:
It was reported that the user experienced sustained hyperglycemia for approximately six hours while the cgm displayed a sensor unavailable message and a fingerstick indicated high; concurrent troubleshooting identified a leaking cartridge in the pump chamber, after which the user cleaned the chamber, loaded a new cartridge, performed a rewind and fill for drops, reattached the infusion set, and replaced the cgm sensor, with subsequent reports confirming glucose returned to range and cgm connectivity. Symptoms included hyperglycemia without reported physical complaints. Outcomes included correction of glucose following supply replacement and system re-priming, with no need for outside assistance or medical intervention. Investigation included remote troubleshooting, guided verification of cartridge change steps, inspection of the pump chamber that confirmed fluid leakage, execution of rewind and priming, and confirmation of cgm replacement and restored system function. Investigation of this case revealed a supply and delivery issue due to a leaking cartridge causing inadequate insulin delivery, compounded by a temporary cgm data gap, which resolved after cartridge replacement, chamber cleaning, and sensor change. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia but consistent with interrupted insulin delivery from a leaking cartridge and concurrent cgm interruption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.